Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: (B)(6). H3) a manufacturer representative (rep) went to the site to test the imaging system. The solid state drive (ssd) was replaced and the system performed as intended. Codes: b01, c07, d02 h3) the ssd was returned to the manufacturer for evaluation. After performance testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that the ssd had no failure found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this planning station was displaying "no signal". It was determined that the solid state drive (ssd) was the issue based on troubleshooting. The planning station was plugged into the monitor and there was no signal. The ssd was taken from the navigation system and put in the planning station monitor and the system functioned normally. There was no patient involvement.